Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, while tandem technical support proceeded to replace the pump and provided instructions for returning the defective pump.